Event description:
Treatment of a frontal left avm. It was reported during onyx injection, a leakage was noted at the proximal part of the catheter and onyx diffused into the left mca. It was reported the pt developed disartria and a disabled hand. Post mr, the pt experienced ischemic stroke in the left cortical opercular. Same event as MDR# 2029214-2009-00335.

Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was found at approximately 24.7 cm from the distal tip. The catheter appears to have ruptured during onyx delivery due to over-pressurization, as a result of an occlusion within the catheter. Catheter rupture.